Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficult removal of the gripper line. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). The mitraclip was deployed in the mitral valve, but the gripper line was difficult to remove. Trouble shooting steps were done to successfully remove the gripper line. Mr was reduced to grade 1+ with one mitraclip. The physician thought that the large amount of tissue (thick leaflets) caught in the clip may have made gripper line removal difficult. Although it took 25 minutes to remove the gripper line, the delay did not impact the patient. There were no adverse patient effects. The patient is doing well. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from the lot. The reported difficulty removing the gripper line appears to be related to patient morphology/pathology (thickened leaflets), as large amount of tissue (thick leaflets) caught in the clip likely made it difficult for the gripper line to move (translate) and thus making it difficult to be removed. There is no indication of product quality issue with respect to manufacture, design or labeling.